Event description:
Allegedly, the patient was revised due to mom complications (left). Additional information received 04/08/2016. Allegedly, the patient was revised due to the following mom complications: pain; metallosis ( left). Additional information received 08/08/2016. Allegedly, the patient was revised due to the following mom complications: metallosis; pain that progressively worsened; increased stability (left). (B)(4)